Event description:
It was reported that a shaft break occurred. A percutaneous transluminal coronary angioplasty procedure was being performed. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.00x28mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following predilation with another manufacturers 2x10mm balloon catheter residual stenosis was 70%. This 28 x 3.00 promus premier select drug eluting stent was selected. Resistance was met during insertion and while advancing the delivery system the device was unable to cross the lesion and the shaft broke due to the vessel calcification. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a 28 x 3.00mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and within max crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities. Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A percutaneous transluminal coronary angioplasty procedure was being performed. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.00x28mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following predilation with another manufacturers 2x10mm balloon catheter residual stenosis was 70%. This 28 x 3.00 promus premier select drug eluting stent was selected. Resistance was met during insertion and while advancing the delivery system the device was unable to cross the lesion and the shaft broke due to the vessel calcification. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.